Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a bd vacutainer® safety-lok¿ blood collection set with luer adapter 23 g x 0.75 in during use. There was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for holes in the tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for holes in the tubing with the incident lot was observed. Based on the investigation, a root cause could not be determined.